Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to diabetic ketoacidosis. Customer was disconnected insulin pump at the beach and forgot to reconnect. Nothing further reported.